Manufacturer narrative:
The investigation into the optical signal issue and the introducer damage ¿ mechanical issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the mechanical introducer damage and the optical signal issue was not determined because no product was returned, and not enough clinical information was given.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the sheath had split, and subsequently, the hub of the sheath was inserted into the graft and secured in place.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. According to the clinical, on the sixth day of impella 5.5 support an impella position unknown alarm was recorded due to low pulsatility. Data log analysis showed that the 5s parameters were within range but the signal-to-noise ratio (snr) varied throughout the case with a "placement signal not reliable" alarm. The cause of the optical signal issue was not determined because no product was returned and not enough clinical information was given. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-09421. D10 concomitant medical products and therapy dates updated. F6 and f8 should not have had entries in the initial report. G1 reporting contact email.

Event description:
The complainant also reported that there was an impella position unknown alarm due to extremely low pulsatility.